Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. Foreign material found in the device could not be identified. Since this is an olympus loaner asset returned by the customer without any malfunction reported for the device, there is no record of reprocessing information maintained and available from the customer. The possibility of device being used for procedure while foreign material was present on the device cannot be denied, since there is no record of the device usage available. Customer may also have returned the device without reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed there was a foreign object attached to the forceps base and the area around the forceps base. The foreign object was unable to be identified. There was no physical damage to the part where the foreign matter remained. The event can be detected/prevented by following the instructions for use which state: " if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
This is an olympus loaner asset that was sent in for inspection with no reported malfunction upon return from a customer. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there is dirt around forceps elevator. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of presence of dirt around the forceps elevator as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there is dirt around forceps elevator. This is attributed to failure to clean adequately. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) is detached; connecting tube has coating peeling, wrinkle, and a scratch; suction (s) cover, grip, s-connector, and sc cover have a scratch; forceps channel port and s-cylinder are shaved; switch (sw)1 has a cut; bending tube is deformed; due to wear of angle wire, bending angle in up/down direction does not meet the standard value; distal end cover (c-cover) is dirty; and light guide lens has a chip. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.